Manufacturer narrative:
Continuation of concomitant products: d224trk crt-d, implanted: (B)(6) 2013, 694765 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation of the patient¿s implantable cardioverter defibrillator (ICD) indicated that the right atrial (ra) lead exhibited occasional undersensed p-wave in stored episode. The ra lead remains in use. No patient complications have beenreported as a result of this event.